Event description:
Complainant alleged that the staff of the ICU dept was attempting to defibrillate a 57 year old male pt with coronary artery disease with a device that had had saline solution spilled into the battery well. The device was being operated under ac power. The nurse defibrillated the pt (joule setting unk) successfully, but the device would not charge on the second defibrillation attempt. The staff was able to obtain another device to treat the pt. There was no adverse effect on the pt as a result of the reported malfunction. Please reference medwatch report numbers 1220908-1998-00238, 1220908-1998-0239 and 1220908-0240 (same pt, but different event date and device serial number.)